Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: please verify, how many devices of lot jkz925 had needle pull off during this procedure? 1 or 2? Its 2. How many devices of jkz589 had needle pull off during this procedure. 1 or 2? Its 2. Were all 4 devices had needle pull off in the same procedure? If not, please provide synergy forms with event dates, event description for other event/(s) separately. Yes.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2016 and suture was used. During the procedure, the needle pulled off from the suture. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
The swage area of the needle suture was examined for visual inspection attribute defects and no attachment defects were noted. The suture was examined and it was observed that the end of the suture was cut likely by use of the needle holder. As the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed due to the exposure to the environment.

Manufacturer narrative:
A needle was returned and still had one suture piece attached. Additionally, there are several marks on the edge and body of the needle by use of the needle holder. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Also, suture was returned and the end of the suture was damaged (cut) likely by use of the needle holder. According to the sample condition, it suggests an improper handling of the sample. Also, a needle/suture piece was returned for evaluation. During visual inspection it was observed that the needle was attached to the suture. The swage area of the needle suture was examined and no attachment defects were noted. No needle pull was found. As the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed due to the exposure to the environment.